Manufacturer narrative:
Exact event date is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately three years and four months post index procedure, the endurant stent graft appeared to have no wall apposition resulting in a slight proximal type I endoleak. An intervention was performed and the physician implanted an endurant cuff in conjunction with aptus endoanchors, resolving the event. Per the physician, the cause of the event was due to the patient anatomy of an angulated aortic neck. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.